Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
This event was originally included as part of the field action in an effort to be conservative during the investigation phase of the CAPA. Upon further review of this complaint, it was determined there was no allegations of the elective replacement indicatory (eri) window being shorter than expected therefore this event is deemed no longer reportable for fsca # 1627487-06/07/24-001-c. Additionally, the device met the expected longevity and there is no device malfunction.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg had reached 'end of life'. A manufacturer representative was able to confirm and deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.